Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated ventricular to ventricular (v-v) counts. The device was interrogated thoroughly, and all testing was within normal ranges with no noise noted. The lead will continue to be monitored to see if v-v count increases. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited oversensing noise.